Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration (now at the level of the l4-l5) at inferior vena cava (ivc) bifurcation with the lower portion of the filter extending into right-common iliac vein; filter tilted toward midline, with cephalad portion of the filter contacting the ivc wall; struts ten and likely perforate the inferior vena cava (ivc) wall. The patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration (now at the level of the l4-l5) at inferior vena cava (ivc) bifurcation with the lower portion of the filter extending into right-common iliac vein; filter tilted toward midline, with cephalad portion of the filter contacting the ivc wall; struts ten and likely perforate the inferior vena cava (ivc) wall. The patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
Additional information received per the medical records revealed that the patient was implanted with the filter due to recurrent pulmonary embolism. The device was placed via the right femoral vein without difficulty. The patient tolerated the procedure well. Additional information received per the medical records indicate that the patient has a history of thyroid disease, arthritis and the patient has frequent falls while walking. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed due to recurrent pulmonary embolism. The device was placed via the right femoral vein without difficulty. The patient tolerated the procedure well. Medical history includes chronic obstructive pulmonary disease (copd), thyroid disease, arthritis, frequent falls, congestive heart failure, manic depression, pseudobulbar affect, parkinson¿s, chronic lymph edema of the legs, bilateral deep vein thrombosis (dvt) and pulmonary emboli, overactive bladder, corneal transplant and multiple breast surgeries. The patient experienced a urinary tract infection (uti), lived in an assisted living facility, used a wheelchair, had pain in right hip, pain in shoulder, pain in knee and an episode of confusion. An ivc filter was noted in the medical records; however, no specific indication or date of implant was reported. The filter was not present in a scan conducted in 2010. The device was present in a scan conducted in 2013. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration (now at the level of the l4-l5) at inferior vena cava (ivc) bifurcation with the lower portion of the filter extending into right-common iliac vein; filter tilted toward midline, with cephalad portion of the filter contacting the ivc wall; struts ten and likely perforate the ivc wall. Four years after the device was seen present in a CT scan, the patient experienced a urinary tract infection (uti) and was admitted to a facility for altered mental status. The patient experienced left leg pain, leg swelling and leg redness, acute blood loss anemia, gastrointestinal bleeding. Venous doppler showed thrombus in the left common femoral and superficial femoral vein. There was subcutaneous edema in the left popliteal region. The right lower extremity shows no signs of thrombus. The following month, the patient experienced chest pain, but was negative for a myocardial infarction (mi). The following week the patient experienced gastrointestinal bleeding. Endoscopy revealed a chemical injury pattern with extensive iron deposition consistent with iron pill gastritis, and hepatic flexure biopsy showed tubular adenoma. Four months later the patient was diagnosed with e. Coli urinary tract infection. One year later, the patient had a uti, altered mental status, nausea with abdominal pain and the patient was diagnosed with fecal impaction. Chronic cellulitis was noted in the patent's legs. Per the patient profile form (ppf), the patient reported perforation of the filter struts outside of the inferior vena cava, migration of fractured struts, and tilt. The patient further reports abdominal pain, severe leg pain and swelling. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with separation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of chronic obstructive pulmonary disease (copd), congestive heart failure, manic depression, pseudobulbar affect, parkinson¿s, chronic lymph edema of the legs, bilateral deep vein thrombosis (dvt) and pulmonary emboli, overactive bladder, corneal transplant and multiple breast surgeries. The patient experienced a urinary tract infection (uti), lived in an assisted living facility, used a wheel chair, had pain in right hip, pain in shoulder, pain in knee and an episode of confusion.  These events occurred prior to the index procedure.  An inferior vena cava filter was noted in the medical records; however, no specific indication or date of implant was reported. The filter was not present in a scan conducted in 2010.  The device was present in a scan conducted in 2013.  Although the exact implant date is not available, four years after the device was seen present in a CT scan, the patient experienced a urinary tract infection and was admitted to a facility for altered mental status. The patient experienced left leg pain, leg swelling and leg redness, acute blood loss anemia, gastrointestinal bleeding. Venous doppler showed thrombus in the left common femoral and superficial femoral vein. There was subcutaneous edema in the left popliteal region. The right lower extremity shows no signs of thrombus. The following month, the patient experienced chest pain, but was negative for a myocardial infarction (mi). The following week the patient experienced gastrointestinal bleeding. Endoscopy revealed a chemical injury pattern with extensive iron deposition consistent with iron pill gastritis, and hepatic flexure biopsy showed tubular adenoma. Four months later the patient was diagnosed with e. Coli urinary tract infection. Approximately five years after the device was seen present in a CT scan, the patient experienced a urinary tract infection, altered mental status, nausea with abdominal pain and the patient was diagnosed with fecal impaction. Chronic cellulitis was noted in the patent's legs. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the inferior vena cava, migration of fractured struts, and tilt. The patient further reports abdominal pain, severe leg pain and swelling. Correction: section e3: occupation: other, senior counsel, litigation additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Additional information received per the medical records indicate that the patient has a history of chronic obstructive pulmonary disease (copd), congestive heart failure, manic depression, pseudobulbar affect, parkinson¿s, chronic lymph edema of the legs, bilateral deep vein thrombosis (dvt) and pulmonary emboli, overactive bladder, corneal transplant and multiple breast surgeries. The patient experienced a urinary tract infection (uti), lived in an assisted living facility, used a wheel chair, had pain in right hip, pain in shoulder, pain in knee and an episode of confusion. These events occurred prior to the index procedure. An inferior vena cava filter was noted in the medical records; however, no specific indication or date of implant was reported. The filter was not present in a scan conducted in 2010. The device was present in a scan conducted in 2013. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter migration (now at the level of the l4-l5) at inferior vena cava (ivc) bifurcation with the lower portion of the filter extending into right-common iliac vein; filter tilted toward midline, with cephalad portion of the filter contacting the ivc wall; struts ten and likely perforate the inferior vena cava (ivc) wall. Although the exact implant date is not available, approximately four years after the device was seen present in a computed tomography (CT) scan, the patient experienced a urinary tract infection and was admitted to a facility for altered mental status. The patient experienced left leg pain, leg swelling and leg redness, acute blood loss anemia, gastrointestinal bleeding and chronic cellulitis of the legs. Venous doppler showed thrombus in the left common femoral and superficial femoral vein. There was subcutaneous edema in the left popliteal region. The right lower extremity shows no signs of thrombus. The following month, the patient experienced chest pain, but was negative for a myocardial infarction (mi). The following week the patient experienced gastrointestinal bleeding. Endoscopy revealed a chemical injury pattern with extensive iron deposition consistent with iron pill gastritis, and hepatic flexure biopsy showed tubular adenoma. Four months later the patient was diagnosed with e. Coli urinary tract infection. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside of the inferior vena cava, migration of fractured struts, and tilt. The patient further reports abdominal pain, severe leg pain and swelling. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with separation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.